Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit would not display any readings. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. During the evaluation, no physical damage or fluid intrusion was found. During testing, the reported issue could not be duplicated, and the device produced accurate readings during gas accuracy checks. As such, a root cause could not be identified. The device met manufacturer specifications and was returned to the customer. Nihon kohden will continue to trend and monitor. The following field contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/26/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 12/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the multigas unit would not display any readings. No patient harm was reported.

Manufacturer narrative:
The customer reported that the multigas unit would not display any readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit would not display any readings. No patient harm was reported.